Manufacturer narrative:
It is now reported that the patient underwent revision surgery (date not reported) and was administered oral and topical antibiotics (date not reported).

Manufacturer narrative:
This report is submitted on september 6, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient developed persistent infections at the abutment site resulting in the decision to remove the abutment. There are plans to replace the abutment but this has not taken place as of the date of this report. Additional information was requested but was not made available as of the date of this report.

Manufacturer narrative:
Product details have been provided and sections have been updated. This report is filed on november 30, 2018.